Event description:
The patient's mother reported that the patient is having difficulty with gagging and coughing. The patient's physician sent a surgery referral the day after this report was received. It was noted that after further observation, the patient¿s father noticed that the coughing and gagging were present even without stimulation occurring. The physician believed that the events may be side effects of the epidiolex that the patient was prescribed recently, however the physician did not deny relationship to vns therapy. Additionally, the physician decreased the signal frequency and pulse width parameters of the vns at the patient's appointment to mitigate these complaints. Further follow up with the physician confirmed that the patient also reports pain since vns was taped with the magnet. Additionally, the physician noted that the patient will be seen by neurosurgery for vns battery change to be scheduled. The physician noted that the patient is currently taking vimpat, lamotrigine, and trileptal medications which could be contributing to the reported events. It was noted that they will possibly be weaning the patient off of these medications. The physician refrained from confirming whether or not the reported pain, coughing, and dysphagia were factors to the surgery referral. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
An implant form was received indicating that the generator was explanted due to prophylactic replacement. The explanted product has not been received to date. No other relevant information has been received to date.

Event description:
The generator was returned to the manufacturer and product analysis was completed. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. In addition, visual inspection confirmed that the septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluid. The device output signal was also monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. There were no performance or any other type of adverse conditions found with the pulse generator.